Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization of internal carotid-posterior communicating artery aneurysm, the subject coil distal 2 cm did not advance completely into the aneurysm. It was decided to retrieve the coil. During retrieval, the coil was stretched. Medical intervention by snare device was necessary to retrieve the coil out of the patient's body. The subject coil was replaced and the procedure completed without impact to the patient.